Event description:
Report received from the USA stating that the device would not run. It is unknown that the device was not used in surgery. It is unknown if injuries or medical intervention were reported. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the complaint of will not run was confirmed. There was a cut in hose, thermistor reading open, and corrosion on motor and flex-circuit. If additional info is received, a supplemental report will be sent. (B)(4).